Event description:
It was reported that the I-neb device displayed an error code, er66 when it was turned on, preventing the delivery of medication. The manufacturer received information alleging a chest infection. Medical intervention was required, leading to hospitalization and the administration of intravenous (IV) antibiotics. A replacement device was subsequently issued. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a final report due to maximum gfe attempts to return the device for evaluation. Upon further review of this complaint, analysis of past events has not indicated an adverse event has occurred due to the alleged malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings, to include the product UDI (unique device identification), and the related coding fields and date received by mfg. The manufacturer previously reported: "it was reported that the I-neb device displayed an error code, er66 when it was turned on, preventing the delivery of medication. The manufacturer received information alleging a chest infection. Medical intervention was required, leading to hospitalization and the administration of intravenous (IV) antibiotics. A replacement device was subsequently issued. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete." Despite three good faith-effort attempts on 12/03/2025, 12/06/2025, and 12/11/2025 to invoicesuk@zambongroup.com, the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed.